Event description:
Customer states: prior to use on a patient, the balloon broke while checking the balloon. Customer confirmed no patient involvement.

Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis.